Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was experiencing itchiness on his back. The skin did redden. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a hydro-cortisone-ointment by a physician. Follow up indicated that the cream is helping with the rash is nearly resolved.